Manufacturer narrative:
G4 PMA/510(k): k113220, k163174 good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that marker band misalignment occurred. The target lesion was located in the right coronary artery. A 2.50mm x 30mm emerge? Balloon catheter was advanced for pre-dilatation. Films showed the marker bands were not lined up to the edges of the balloon. As a result, the physician implanted a longer stent than originally planned. The procedure was completed successfully without complications, and the patient fully recovered.